Event description:
It was reported that a loud explosive noise was heard during a sigmoidectomy with the equipment [i.e., erbe system; argon plasma coagulator (apc), with an electorsurgical unit (esu/generator)]. Postoperatively, a perforation of the bowel was found. Note: the equipment was distributed by an affiliate, erbe UK, of our parent company (erbe electromedizin gmbh). Therefore, the p/ns of the units are different than the numbers in the united states.

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested by erbe UK. For each unit, this included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specification. No failures/defects were found with the system. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. As a result, no problems with the units were found that caused or contributed to the event. The patient incident appears to have been caused by an insufficient preparation of the bowel for the sigmoidectomy. That is, combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied, an explosion occurred. However, no conclusive determination as to the cause of the situation could be made. A warning in the user manuals and notes on use state that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. The customer will be made aware of the findings and, as possible, further assistance, as needed, will be provided to the medical facility. No trends have been identified with this situation. Erbe USA, inc. Is now closing this event.